Event description:
It was reported that the right atrial lead was oversensing far-field r waves. The sensitivity was reprogrammed and the lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that nine days after the lead sensitivity was reprogrammed to address the oversensing, the lead was undersensing. The lead was again reprogrammed and it remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.